Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device shows "no disposable pump won't run". Res vol is 23.4 ml, rate is 1.5 ml/hr, given is 44.35 ml. Bubbles observed. Patient not affected. Followed up with facility for any tubing details.